Event description:
A customer in the united states reported a quality control validation (qcv) failure associated with the minividas® analyzer. The qcv failure happened with section b slot 1 only. The results were: run1 b1- r1=437 r2=477 r3=1847 tv1=1.09 tv2=4.22 ((B)(6) 2016). Run1 b1- r1=438 r2=452 r3=1950 tv1=103 tv2 4.45 ((B)(6) 2016). The customer did not report any patient results affected by this discrepancy. There is no indication or report from the customer to biomérieux that this error let to any adverse event related to a patient's state of health. The qcv results and retrospective data for analysis was requested from the customer. An internal investigation has been initiated.

Manufacturer narrative:
A customer in the united states reported a quality control validation (qcv) failure associated with the minividas® analyzer ((B)(4)). An investigation was performed. A biomérieux field service engineer (fse) went to the customer location to investigate the qcv failure. The fse inspected the instrument and determined the root cause of the qcv failure was a leakage in the section b slot 1 due to dried glue product in the corresponding seal. The fse replaced the seal and qualified the instrument by performing a leak test and a qcv test in which the result values were conforming for all slots of both sections. As requested by biomérieux, the customer performed a retrospective analysis for tests which were performed on the slot 1 of the section b of the instrument from the (B)(6) 2016 (date of the last conform qcv) to the (B)(6) 2016 (date of the qcv failure). The retrospective analysis showed that 32 samples (d-dimer tests and pct tests) which have been run on the section b slot 1, during this period, may have been affected. No rerun of these samples have been performed. Based on the analysis of the customer there were no events identified concerning clinical consequences due to a false result . Observing a qcv failure means that the qcv played its role as a functional control to detect residual risks. The customer performed a qcv test on (B)(6) 2016 which failed on position b1 but did not notice the failure and went on using the instrument. As detailed in the instructions for use, a qcv test should be performed once a month, and in case of failure, the qcv test needs to be repeated. If the failure is repeated the section should not be used. The root cause of the qcv failure was a leakage in the section b slot 1 due to dried glue product in the corresponding seal. The fse replaced the seal and qualified the instrument for use.